Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/19/2016. The device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: the bolus button was torn/punctured, but responsive. No visible damage or peeling to keypad cover. Ok key is over responsive. The contrast, down and up keys are working. Removed the keypad, no evidence of contamination on key contacts. The ok button has contact defect-contact damaged/cracked. A stripped battery compartment was found. The battery cap is damaged. Threads stripped. Investigators used test cap for all steps, test battery cap does tighten fully.